Event description:
The clinic reported that a patient underwent a lift flap enhancement in the right eye (od) on (B)(6) 2011. The patient was later diagnosed with a epithelial ingrowth and was brought back to the center on (B)(6) 2012 for a flap lift removal of the epithelial ingrowth in the right eye. The patient''s visual acuity prior to the removal of the epithelial ingrowth was 20/25 od with slight shadowing. The patient was seen one day post-op following the epithelial ingrowth removal and the visual acuity was 20/30 od.

Manufacturer narrative:
(B)(4), epithelial ingrowth. The clinic is reporting this event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.